Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the mid superficial femoral artery. The 5mm/40mm armada 35 balloon dilatation catheter was advanced to the target lesion and the device was inflated once to 18 atmospheres without issue. Balloon deflation was slow, negative was held for 90 seconds to deflate the device. The balloon ultimately deflated and was withdrawn without resistance. At this point, the procedure was complete and no additional device was required. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.